Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2016, and these test well images unexpectedly appeared visually negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the testing instrument and found the instrument to be operating as expected. The fse was also able to repeat the problem patient blood sample that was still available with different antibody screening strips, lot number r798, and this time yielded the expected positive outcomes.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.